Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer successfully loaded a new cartridge. The customer reported a blood glucose level of 84 mg/dl.